Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen went black when the device was in use, and no image was displayed. It was also noted that air had not been removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen went black when the device was in use, and no image was displayed. It was also noted that air had not been removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.